Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the insulin pump is not delivering insulin and had high blood glucose. The customer stated they checked the tubing and insulin comes out, full of plumbing the needle is giving a drop or two of insulin. The customer's blood glucose was 467mg/dl and treated with syringe and 6u of insulin. The customer's current blood glucose was 220mg/dl. The customer mentioned he was hospitalized over a year ago, due to high blood glucose, but it had nothing to do with insulin pump. The customer completed the high pressure test and failed, but second attempt passed. Customer stated the insulin pump had not alarmed. Customer stated he noticed he was 269mg/dl and when he woke up it was 405mg/dl. Customer stated the insulin pump's history showed low reservoir, no delivery and low battery alarms.